Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the right coronary artery (rca), from use of an unspecified device. The graftmaster stent failed to seal the perforation. Surgical intervention was performed to resolve the perforation. There was no reported complication or adverse event related to the use of the graftmaster stent. No additional information was provided.